Event description:
The customer reported there was a deflagration of the oxygen supplied by the device to the patient via the corresponding hose, which occurred during the use of the irc9lxo2awq concentrator. There was fire damage and minor injuries to the patient's mouth and nose. The device; was confiscated by the police.

Manufacturer narrative:
Invacare was made aware of an event that took place in the (B)(6) involving an irc9lxo2awq stationary concentrator which was manufactured by invacare suzhou in (B)(6) 2015. Invacare suzhou is no longer in business; therefore, this report is being filed under invacare (B)(4) where the concentrator's are currently manufactured. Invacare is filing this report because the irc10lxo2, made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. It is unknown what, if any malfunction, occurred. The most likely cause of fire throughout the tubing connecting the device to the end user is an external source of ignition. If additional information is received a follow-up will be filed.

Manufacturer narrative:
The device was returned and evaluated by invacare europe, which was completed on 03/21/2022. The investigation finding were: the device was returned to europe to be evaluated, however the nasal cannula and tubing, were not. There were no abnormalities, to the internal or the external condition of the concentrator. The brass outlet check valve on the device was in perfect condition. There were no abnormalities found on the inside of the tubes, the pe valve, the transformer, the product tank or the condenser. There were no soot stains on the inside or outside of the concentrator housing, and no burning odors could be detected during the investigation. The device was switched on and checked for functionality. The device ran faultlessly and within all specifications. The photos provided by the police show that the tubes of the nasal cannula have black discolouration, and the nasal cannula is no longer connected at the place where the nasal outlet is normally located. Presumably the plastic tubing has melted through. Furthermore, in the photos of the police report, a heater/heating lamp is visible right next to the patient's bed, which was switched on. Most probable root cause: due to the visually inconspicuous external condition and the faultless functioning of the device, the reported deflagration and the resulting injury to the user due to a possible device malfunction can be excluded. Consequently, the stated deflagration during use of the device must be assumed to be due to an external influence (external fire source / ignition source / spark / heating stove or similar). As can be seen in the photos provided, the tubes of the nasal cannula are discoloured black, which also points to an external fire source in this area as the cause of the stated deflagration. In addition, we were told that the user was a smoker. Therefore, we suspect that the incident was caused by the user smoking while using the device or that another external ignition source was present in the area of the nasal cannula or tube at the time of the incident. The police report also stated that it was suspected that the user had smoked while using the oxygen concentrator.

Event description:
The customer reported there was a deflagration of the oxygen supplied by the device to the patient via the corresponding hose, which occurred during the use of the irc9lxo2awq concentrator. There was fire damage and minor injuries to the patient's mouth and nose. The device; was confiscated by the police.